Manufacturer narrative:
Product analysis the device was returned with the balloon detached. Detached 210mm balloon was returned. The balloon detached at the balloon bond and only the proximal markerband is present on the inner, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the amphirion deep balloon, deflation difficulties occurred. The device was slow to deflate at the lesion site. Removal difficulties were encountered, specifically difficulty removing the balloon following balloon inflation, and the balloon became stuck in the introducer. The device was prepped per the instructions for use with no issues identified, and no resistance or excessive force was reported during advancement. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.